Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was unable to reproduce the issue. The logs were reviewed and had captured an iab disconnected and an autofill failure one the same date. A complete check of the iabp was made. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not inflating the intra-aortic balloon. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.